Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the sodium and chloride results were discrepant. The initial sodium result was 117 mmol/l and initial chloride result was 81.5 mmol/l. The results were reported outside the lab and were questioned. The sample was repeated on a different analyzer and the repeat sodium result was 135 mmol/l and repeat chloride results was 99.8 mmol/l. The patient was not treated based on the initial results and there was no adverse event. The sodium electrode lot number was h6203. The chloride electrode lot number was t9614. The expiration dates were requested, but were not provided. The customer was concerned about a kink in the kcl line that she believed may have been causing sporadic problems with ise results. The field service representative found there the rinse nozzle was sticking. He cleaned the rinse nozzles and ran a precision with all results within specifications.

Manufacturer narrative:
A specific root cause could not be determined. Possible causes include a mis-sampling of the sample due to preanalytical issues or the problems found during the service visit.